Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Healthcare professional reported right side deflation. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease fold is observed. Wear abrasion is observed.

Event description:
Healthcare professional reported right side deflation. The device was explanted and replaced.